Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections h6 (type of investigation, investigation findings, & investigation conclusions) and h10 (related report numbers). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause could be identified; however. Probable root cause is the presence of other manufacturing materials in the process flow. This batch was manufactured in aug2023 and CAPA pr-00016 was completed in feb2024 for fm inside syringe. Therefore, corrective action has been created since this batch was created. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: on (B)(6) 2024, when nurse was preparing to inject insulin to patient, a red foreign matter was found on cannula when opened a newly packed and intact disposable sterile insulin syringe. Syringe was immediately replaced with a new one for use. It was discovered before syringe was used on the patient and did not cause any harm to the patient. No other device used. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: there are photos taken, no samples retained, and no customer response is needed. Customer could not acquire the material code, material code in system: 328421. Sample availability: yes. Sample availability details: picture/video only.